Event description:
It was reported that this pacemaker system was explanted due to a non-specific product performance anomaly. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to a non-specific product performance anomaly. This lead is expected to return. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the reason for explanting this system was due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem correction to field b2: describe event or problem correction to field h6: patient codes additional information was received from the field representative indicating that the reason for explanting this system was due to an infection. No additional adverse patient effects were reported.